Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the reporter; product identification (part number / lot number) of device involved in the incident remains unknown. Device history record and complaint history review was unable to be performed as product identification is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.